Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient stated that the alleged issue began mid day, on an unspecified day, the week prior to calling lfs. The patient claimed that he obtained a blood glucose result of "343 mg/dl" on the subject meter, which he felt was high compared to how he was feeling when he tested/his normal results. The patient reported managing his diabetes with 75 units of 70/30 novolin insulin in the morning and evening. The patient denied making any changes to his normal diabetes management as result of the alleged issue. The patient claimed that he felt "achy and shaky," which he associates with both high and low blood glucose. The patient reported that he did not provide himself or receive treatment as a result of the alleged issue. The patient did inform the mss that his doctor has him taking gabapentin for his "shakiness." The patient was not sure if his "shakiness" was due to the alleged issue, but he did state that he had taken his normal dose of gabapentin on the morning of the alleged issue. The patient mentioned that he tests his blood glucose 3 times a day and that his blood glucose are normally 200 mg/dl plus. At the time of troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the test strips were not expired. During troubleshooting the patient did not have control solution, so a control solution test could not be performed. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults were found. The primary complaint was not confirmed. The meter was found to work properly. The retain test strips also passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.